Manufacturer narrative:
The device associated with this report was not returned. A database search finds no reported incidents against the provided lot/product combination since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. A. The newly provided information was reviewed. The investigation was unable to confirm the reported event or draw any conclusions about the root cause of the reported event based on the new information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.